Event description:
The manufacturer's representative reported that the patient is experiencing "flu-like symptoms". The patient has noted reduced therapy for "some time", but had not noted hearing any alarms. No alarms have been noted on interrogation. The pump had been programmed to deliver 50 mg/ml at a dose of 22 mg/day. The symptoms disappeared when the patient was treated with intravenous dilaudid prior to device replacement in 2006. The hcp tested the catheter and felt that it was working. The patient has recovered without sequela. The dilaudid has decreased significantly and the patient has good pain control since the pump was replaced.